Event description:
It was reported that the patient presented to the hospital with fever, pocket-site swelling, and a hematoma. The patient had an implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead and a right atrial (ra) lead. The physician suspected that the infection may have been associated with a metal reaction to the material of the implanted ICD. Consequently, the ICD was explanted and replaced on (B)(6) 2026, while the original leads remained in use. The patient was reported to be in stable condition.